Manufacturer narrative:
The returned lead was analyzed. Visual analysis revealed insulation sleeve to be out of place and detached. Damage was likely induced during explant. Induced damage was analyzed and noted to be user error. The observed damage was not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead sleeve got loose while connecting to a new device for crtp upgrade. Technical services stated that the lead was connected to the sealing ring. The conductor inside the lead got exposed when sleeve was pulled down. Lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead sleeve got loose while connecting to a new device for crtp upgrade. Technical services stated that the lead was connected to the sealing ring. The conductor inside the lead got exposed when sleeve was pulled down. Lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.